Event description:
A pt service representative (psr) contacted zoll customer support to report that a battery charger would not charge the batteries. The battery charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. Upon evaluation, there was damage to the charger case and the l4 component was damaged on the pca board. The component. The root cause of the damaged l4 component cannot be positively identified but is likely a result of impacting a hard surface, as evidenced by the damaged charger case. No adverse event resulted form the damaged charger. The battery charger was replaced.